Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep, reporting that the patient had an eeg which was normal. The rep reported that the patient was put on seizure medications and have not had any more seizures. The rep reported that the patient was still in the hospital under observation and would hopefully be discharged soon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va1jstq, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) parkinson's dual and movement disorders. It was reported the patient seemed to have a possible seizure and was unresponsive the morning after the stage 1 and 2 implant. The patient was moved to the intensive care unit (ICU) for further monitoring. Further actions, diagnostics and troubleshooting were unknown at the time of this report. No further complications were reported.